Event description:
It was reported to manufacturer by facility; (B)(6) per facility two c.n.a.'s and a charge nurse were transferring resident from wheel chair to the bed using the lift, when the lift tipped over during transfer. Aides were able to prevent the resident from hitting the floor by assisting his fall and slowly directing him to the floor. In doing so the lvn and on c.n.a. Sustained injuries. They were both categorized as first aid injuries. Facility stated both sides on the lifter legs appeared to have fractured. Because of this incident corporate integrated medical has requested the manufacturer inspect this lift and all the mechanical devices at their other facilities as well. Manufacturer will be sending outside service (B)(6) into each facility to do this. Complaint number (B)(4) was entered in system (B)(4) issued to get lift back for in-house evaluation.